Event description:
It was reported that a revision was taking place on 2012 (B)(6), because the patient was experiencing pain at the site because of its location. It will be moved to the abdomen. Follow up information noted that impedences were fine. No infection or other problems. The patient was doing fine. Pain was not stim related, but battery was in a spot that caused the patient discomfort when sitting.

Manufacturer narrative:
Lead: model # 39565-65, lot # v555143042, implanted 2010 (B)(6), explanted; programmer: model # 37743, lot # nke156405n. (B)(4).